Event description:
The customer reported that the c-arm will not image. The system booted up properly but when they try to image it shows error codes. The system is not usable. There was no patient injury.

Manufacturer narrative:
A ge service rep installed the snubber pcb assembly. The system was tested by making exposures in different fluoro and film settings and is operating properly. The rep replaced the system main battery packs and the coin battery on the x-ray control pcb. The system is operating as intended.